Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that lead impedance was trending upward, and pacing thresholds were high and increasing on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.